Event description:
The customer reported that the system had issues booting up and displayed a communication failure error message. The system was likely not booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger board and ps1 power supply was replaced. The system was then found to be operating as intended.